Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A customer sent in an eva bag for an evaluation. A visual inspection presented a closure (blue tip) separated which confirmed the problem. The assembly process of eva bag's component is made (B)(4). The cause of this occurrence is related to an operational failure during the assembly process because through sample evaluation, it was observed that the closure (blue tip) was assembled incorrectly. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) a (B)(4) 2000ml in which the bag was separated from the blue tip. There was no patient involvement, no patient injury or medical intervention occurred. A sample is available for evaluation.